Event description:
When using vitros amon slides on a vitros 5600 integrated system, the customer obtained a positively biased quality control result (309.8 umol/l) on a single level of control fluid, when compared to the target mean (188.8 umol/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were affected and there were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros amon quality control result was obtained on a vitros 5600 integrated system. The root cause of the event is unknown, however, user error due to improper handling of vitros amon slide cartridges (improper freezer temperature) or an analyzer related issue cannot be ruled out. Acceptable vitros amon quality control performance was observed using an alternate lot of slide cartridges that were stored using proper storage conditions.